Manufacturer narrative:
Full name of the facility is (B)(6). The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that the device has no image. The issue was found during reprocessing. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The evaluation was completed. During device evaluation, the phenomenon was not reproduced. As there are no abnormalities as well as in appearance, we could not determine the cause of the phenomenon based on the investigation result. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Upon completion of the camera head evaluation, the reported event (no image) was unable to be duplicated. The root cause of the event was unable to be confirmed. The device evaluation also confirmed that there was a cut on the cable and a dent on the charged-coupled device. These defects are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.